Event description:
The customer called technical support (ts) reporting that the device has a check vent: 3.3 v supply failed/5vsup/check blower temp high/motor control/adc failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.